Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead dislodged. The physician had deployed the helix once and it came dislodged when the physician pulled the stylet back. The physician then took the lead out of the body and saw small parts of tissue on the screw. The physician exercised the helix and was frustrated that it took eighteen to nineteen rotations to fully extend the helix. The physician then attempted to re-implant the lead one more time and after twelve turns the helix was not fully extended under fluoro. The physician then requested a new lead. So the lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.